Event description:
It was reported that a high shock alert was seen in (B)(6) 2020. A review was requested. A review by technical services (ts) noted that during a patient initiated interrogation a red alert was seen via remote monitoring due to out of range shock impedance measurements when it comes to this right ventricular (rv) lead. Ts noted that the shock impedance trend data showed that the values had been increasing over the past ten months. Ts discussed possible recommendations for this case and to test the rv lead integrity. At this time the lead remains implanted. No adverse patient effects were reported.